Event description:
A customer contacted baxter's global technical service center to request assistance to remove the set on the homechoice (hc) during use. The home patient (hp) stated he contaminated the set and wanted to remove the cassette. The technical service representative (tsr) assisted to end therapy and remove the set. On (B)(6) 2010, product surveillance contacted the patient and the patient stated that he had accidentally dropped the patient line during use while connected. The hp discarded the setup and setup with new supplies. The hp stated that he was able to continue therapy. No medical intervention or patient injury was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of the patient accidentally dropping the patient line during set up. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. This review found the labeling adequate for the use error in the complaint. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
On (B)(6) 2010 the patient's peritoneal dialysis nurse reported that she was aware of this peritonitis. Causality of the peritonitis is unknown. The nurse stated she did not feel that the peritonitis was related to any baxter device or solution. The patient has fully recovered and pd therapy is ongoing.